Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of the call. The customer used food to treat the low. The customer was using pump auto mode at the time of the incident. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer was not feeling like eating the day before the call. The customer also reported an unresponsive select button. The insulin pump will be returned for analysis.